Manufacturer narrative:
Migration of implanted components is a known inherent risk of implantable neuromodulation systems. There are no other allegations of system or component failure related to this event and patient has reported no further issues after repositioning of the patient lead.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 with good results. Around (B)(6) 2023 the patient noted a decrease in efficacy of therapy, xrays showed the implanted leads had migrated away from the target nerve. Revision procedure was performed on (B)(6) 2023 to move the implanted leads back to the target position. During the procedure the implantable pulse generator was damaged and had to be replaced. No other components were replaced during the procedure.